Manufacturer narrative:
Received 1 used skylite stone basket with a segment of the original unit labeling. During the visual evaluation it was noted that the basket wires were broken at three locations along the basket tines, with a piece of one of the tines and tip adhesive completely missing. A dimensional evaluation found that the device was within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported issue was confirmed with an unknown root cause. The instructions for use state the following: "objects that are too large to be removed through the scope channel will require the scope and basket to be removed simultaneously from the urinary tract; if resistance is encountered during advancement or withdrawal of the device, stop and determine the source of resistance, as continued resistance may damage the device and could result in patient injury. Take action to alleviate the resistance; some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and/or x-ray to determine the size of the object is recommended. Do not use the bard® skylitetm tipless nitinol stone basket if the object is too large to be removed endoscopically, as it may result in patient injury and pain." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the stone basket broke during a procedure. No pieces were left in the patient and no injury occurred to the patient. There were no complications to the procedure. The physician used another stone basket to complete the procedure.